Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2012, [pt] underwent placement of a cook medical gunther tulip vena cava filter". Subsequent to implantation of the device, [pt] has undergone two attempts to remove the cook medical gunther tulip vena cava filter. However, both attempts were unsuccessful after the device was found to have embedded into [pt's] vena cava. As a result, the cook medical gunther tulip vena cava filter remains lodged in [pt's] vena cava". Patient outcome: it is alleged that "[pt] has sustained and will continue to sustain severe and debilitating injuries, including but not limited to, pain, suffering and discomfort". Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
This additional information received on 01/30/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to dvt prior to back surgery. Plaintiff alleges two attempted retrievals, one in early (B)(6), and the second on (B)(6), 2013. The plaintiff alleged that another manufacturer's snare snapped while attempting to retrieve the filter in one of the cases. Plaintiff is alleging tilt, fracture, filter legs embedded in ivc wall and is unable to be retrieved. Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook günther tulip filter. Since catalog number is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2012, [pt] underwent placement of a cook medical gunther tulip vena cava filter." Subsequent to implantation of the device, [pt] has undergone two attempts to remove the cook medical gunther tulip vena cava filter. However, both attempts were unsuccessful after the device was found to have embedded into [pt's] vena cava. As a result, the cook medical gunther tulip vena cava filter remains lodged in [pt's] vena cava." Additional information received 06feb2017: it is alleged that "[pt] suffers from tilt, fracture, the inability to retrieve the device, and other: several legs embedded in ivc wall and the loop on the microsnare snapped and is entangled in the filter." Patient outcome: it is alleged that "[pt] has sustained and will continue to sustain severe and debilitating injuries, including but not limited to, pain, suffering and discomfort."